Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a primary knee surgery had been performed on (B)(6) 2021, the patient experienced an infection identified in early 2025. This adverse event was treated by the placement of one (1) gii p/s all poly tb sz5 15mm lt and one (1) legion ps np fem sz 7 lt on (B)(6) 2025. Once the infection was deemed resolved, the allpoly tibial component and a ps cocr femoral component were removed. A revision surgery was performed using legion revision components on (B)(6) 2025. The patient left surgery in good health.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2025-00465. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.